Event description:
A customer contacted beckman coulter inc (bci) stating that a vial in a drug calibrator kit leaked. The customer did not report any instrument issue. No injury was reported.

Manufacturer narrative:
The customer was sent a replacement.